Event description:
It was reported that during a kidney biopsy procedure the cannula would not close completely over the sample notch, resulting in an inability to cut and remove the tissue sample. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The complaint sample was returned for eval. The device was visually inspected and no apparent anomalies were noted with the exception that the hub notch on the stylet was exposed. The stylet moved freely within the cannula. The needle was placed in a magnum driver and there was a gap at the sample notch of the needle. It was also noted that it was possible to move the stylet back and forth within the hub. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch. The result of the evaluation is confirmed. The root cause for this event has been identified. Corrective and preventative actions have been and will be implemented.